Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. The pump remains in use supporting the patient. No further issues have been reported. A direct relationship between the device and the reported event could not be determined. The instructions for use lists stroke and peripheral thromboembolic events as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was found to have deep vein thrombosis in the right internal jugular and right basilic and cephalic veins. The patient was on aspirin and argatroban at the time. Unspecified adjustments to the patient's medications were made. On (B)(6) 2016, during a chest CT to rule out pneumonia, splenic infarcts were found. Unspecified adjustments were made again to the patient's medication, and the patient remained in the hospital. On (B)(6) 2016, while the health professional was transferring the patient from the bed to the chair, acute neurodeficits were noticed (worsening left facial droop, right weakness, and difficulty speaking). A CT scan revealed that the patient suffered an ischemic stroke. At the time of the event the patient's medications were aspirin, warfarin, and argatroban. Unspecified adjustments to the patient's medications were made. No further information was provided.